Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 11:14:24. During night drain cycle one, the patient's ultrafiltration reading was 212ml, indicating the home patient drained 212ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed no issues that would have caused or contributed to the iipv. Upon conclusion of this investigation, the cause of the issue was determined to be false empty detect at initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.